Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary retention, incomplete bladder emptying, cystocele, stress incontinence, urge incontinence and cystitis. It was also reported that the plaintiff allegedly experienced pain, infection, bowel problems, bleeding and vaginal scarring/shrinkage. It was also reported that the plaintiff will allegedly continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain, and suffering. The plaintiff underwent a revision surgery. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as colon carcinoma, breast carcinoma and chronic obstructive pulmonary disease.